Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from fluid, bone loss, pseudotumor, and pain.

Event description:
Pfs and medical records received. Pfs now alleges high metal ions. Lab results provided indicate the metal ion levels were below 7ppb. After review of the medical records for MDR reportability, the revision operative note indicated pain, swelling and pseudotumor. The revision operative note also indicated that while placing a "dome screw" it was noted to be stripped. It is believed the surgeon meant a hole eliminator, so an unknown depuy hole eliminator is being added to the complaint. If/when we receive more information about the "dome screw" we will update as needed. Part/lot is being updated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and elevated metal ions. The stem was added to the impacted product due to ppf alleges of elevated metal ions. The unknown hole eliminator was updated and added product code. Patient name was updated and added law firm in the facility name.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.